Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: a1, h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause for events, ¿noise occurs (horizontal noise, grid noise, vertical noise) and the image temporarily disappears (becomes invisible)¿ and ¿blackout and shows no images (not restores)¿ was due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The instruction manual identifies the following related verbiage which could have detected the phenomenon: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the screen turns on and off over time on the deflectable videoscope. The issue occurred during a therapeutic procedure. There were no reports of patient harm.